Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a lantern delivery microcatheter (lantern), ruby coils, and a non-penumbra guide catheter. During the procedure, while advancing the lantern through the guide catheter, the physician kinked the proximal end of the lantern. Subsequently, the physician noticed that the lantern was broken before exiting the distal end of the guide catheter. It was reported that the lantern broke but was still connected. The physician then removed the lantern from the sheath by pulling it out and advanced a new lantern through the guide catheter. However, the second lantern also kinked and broke at the proximal end. Therefore, the second lantern was removed from the sheath by pulling it out. It was reported that a guidewire was not used in the lantern. The procedure was completed using a non-penumbra microcatheter, the same guide catheter, and two ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2023-00315.